Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections which state: ·chapter 6 compatible reprocessing methods. ·chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
According to the customer, the device was cleaned, disinfected, and sterilized the product before it was sent in for repair. The customer did not raise and lower the forceps elevator three times by turning the elevator control lever while the immersion and the aspiration. The customer presoaked the endoscope in the detergent solution. The customer brushed the forceps elevator and flushed detergent solution around the forceps elevator. The device was returned to olympus for evaluation. The customer¿s allegation of angulation issues (angle down/ angle insufficient) was due to the angle wire being stretched. Additionally, the forceps elevator had foreign material due to insufficient cleaning. The following events were identified during inspection and are as follows: adhesive on bending section cover or distal end was detached. Due to a pinhole on the bending section cover or distal end, water tightness was lost. Due to wear of lock engagement lever, the up/down knob cannot be locked securely. The light guide cover glass had a scratch. The connecting tube has a scratch, and the acoustic lens had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer returned the evis lucera ultrasound gastrovideoscope to olympus for servicing with the concern of angulation issues. It was unknown when the event occurred. There was no report or patient harm associated with the event. During testing and inspection of the returned device, the forceps elevator had foreign matter, which had been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.